Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented for a normal generator change out as well as a right ventricular lead replacement due to high capture threshold. During the procedure, the patient went into cardiac arrest. The lead was capped and replaced on (B)(6) 2019. While closing the pocket, the new lead became dislodged. The physician attempted to uncap the original lead but encountered difficulty cutting the stutches. The cap itself was cut and the original lead was reconnected to the external pacemaker. The new lead was then repositioned successfully. The original was recapped and the new lead was reconnected to the external pacemaker. There were no patient consequences. Related manufacturer reference number: 2938836-2019-15414.